Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that on (B)(6) 2013 surgeon had an issue with the guide wires and drills of the afn set not lining up with the recon holes in the nail during a procedure. This problem was eventually resolved, but the components of the aiming apparatus of the nail were replaced to insure that this issue would not re-occur. Surgeon stated that he has had this issue occur about three of the past ten times he has used the nail. This report is for an unknown drill. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.